Event description:
It was reported that the area to be treated was the moderately calcified and severely tortuous mid right coronary artery (rca). Pre-dilatation was performed with a non-abbott cutting balloon, after which, a perforation was noted. The 4.5 x 16 mm graftmaster stent failed to cross to the perforation. The perforation was successfully sealed by implanting a 4.0 x 16 mm graftmaster stent. The final angiogram result was excellent. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices. Based on the reported information, the reported failure to advance appears to be related to operational context (moderately calcified and severely tortuous artery) and not a product quality deficiency. As the graftmaster stent was not initially able to reach the target site, there was continued bleeding (hemorrhage) at the perforation site, requiring additional non-surgical therapy (stenting). During manufacturing, all stent delivery systems are 100% visually inspected for catheter and stent damage as well as for proper stent placement. Additionally, a sampling of units is destructively tested prior to lot release to verify proper guide wire and guiding catheter movement. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.